Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet screen developed a crack, after which touch responsiveness became intermittent and the top portion of the screen did not respond, leading to difficulty unlocking the device and performing required actions; the patient reported they had announced a meal previously but could not get announcements to work and planned to transition to backup therapy, while continuing continuous glucose monitor (cgm) with a dexcom app or receiver. Symptoms included no injury. Outcomes included temporary interruption of device use without medical intervention or hospitalization. Investigation of this case revealed physical damage to the display consistent with a cracked or broken screen and resultant loss of reliable touch input. It was concluded that the device experienced a hardware failure of the screen, necessitating replacement, and that the patient would undergo the standard startup on the replacement device.